Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down following a high voltage arc. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The power supply was evaluated and a full filament calibration was performed. The system was tested and found to be working as intended and put back into service.